Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, as the needle plunger was removed to harvest the suture, the suture broke inside the handle. The device was removed and a second proglide device was attempted but the suture also broke as the needle plunger was removed to harvest the suture. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.